Event description:
Removal of endosseous dental implants. According to the clinician 4 implants were placed in the mandible during a routine procedure in class ii bone. The clinician reports that the implants in site numbers 18 and 19 did not integrate and were removed approx. 2 1/2 months post-operatively. According to the clinicians the remaining 2 implants are stable.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected failure rate for this procedure as published in the scientific literature.